Event description:
Related manufacturer reference number: 1627487-2023-01999. It was reported that the patient's l3 lead had migrated and the ipg flipped in the pocket. Surgical intervention occurred on 20apr2023 during which the lead was explanted and replaced and the ipg was repositioned to address the issue.

Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.